Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed, frequently double clicked and required to be recovered. A field service engineer applied conductive grease to the tower door latches and performed cleaning and tightening of the wire harness connections to the latch sensors, opened each tower door using the hardware test application (hta) and had the customer pull medication from tower door 3 to verify that there were no clicking issues or failures during opening. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 was failed, frequently double clicked and required to be recovered. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.